Manufacturer narrative:
Results: the benchmark was fractured approximately 4.5 cm from the hub. The device had bends and kinks approximately 28.0 cm, 43.0 cm, 67.0 cm and 78.0 cm from the hub. The device was ovalized approximately 99.5 cm to 100.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a fractured device. If the device is forcefully retracted from its packaging at extreme angles or otherwise mishandled, the device may become fractured. Further evaluation revealed kinks and an ovalization on the distal fractured segment. The kinks and ovalization were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician removed a benchmark 6f 071 delivery catheter (benchmark) from its packaging tube and laid it down on the scrub table. However, when the physician went to flush it, it was discovered that the benchmark was broken in two pieces and the metal winding holding the two pieces together was exposed. The damage to the benchmark occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new benchmark.